Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported polymer damages were confirmed. The reported failure to advance was not confirmed as it cannot be replicated in a testing environment and due device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure advancing the guide wire include, but are not limited to, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire which likely led to the reported damages to the polymer coating and observed kinks in the core. The observed scratched teflon coating was not reported and likely occurred due to interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with 80% stenosis. The command guide wire had difficulty being advanced to the intended location. The wire was removed from the anatomy and delamination of the black polymer coating was seen. A new command guide wire was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.